Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. Once turned on the pump touchscreen was frozen on the unlock screen and the customer stated the pump was continuously beeping. Customer reported blood glucose (bg) level was 147 (mg/dl) at the time of the call. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.